Manufacturer narrative:
The revolve ultrasound probe is a sterile, single-patient use device that may be used with imaging guidance to excise a tissue sample for diagnosis. One mhus08 biopsy probe was received with evidence of use in procedure. Probe was attached to holster for functional evaluation. Probe initialization was normal. Air biopsies were conducted without issue. Visual inspection found breast tissue in the sample collection cup. The original voc was determined not to be reportable. However, due to the discovery of tissue, this event was reassessed against the result of the investigation. Following consultation with our medical director, due to the potential to cause or contribute to death or serious injury as a result of potential missed or lost tissue samples, pursuant to 21 cfr 803, this failure mode was determined to be a reportable malfunction. Thus, we are submitting this medwatch report.

Event description:
It was reported by the (B)(6) affiliate that during the procedure cutter error message occured and could not proceed procedure. Procedure was completed with another mhus08. No patient complications.